Manufacturer narrative:
The device passed testing. No overheating was noted. A s233 (overtemperature-psc) malfunction alarm code found in device history but was not duplicated during testing. Although no overheating was found during testing, the fan of the device did produce an abnormal noise. This was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device was overheating. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.